Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported concern for textured breast implant device, two lumps, lump in neck, chest was totally hard, swollen and in great pain. The lump in patient's neck is considered not device related. Later patient reported "swollen, and painful" and "rupture with silicone leaking". Later healthcare professional reported "nodules", "palpable rippling of capsule", "tightness and pain" and "palpable capsular contracture". Later healthcare professional reported "extracapsular and intracapsular rupture". The device remains implanted.